Event description:
It was reported that the neck of the hi-flex impactor head size 1-2 split in half. It is unknown whether this was noticed during a surgical case or not; therefore, patient involvement has not been confirmed.